Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4074 implantable pacing lead 2013-(B)(6); (B)(4) mechanical valve 1999-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient required coumadin for anticoagulation for a mechanical heart valve. The patient developed a hematoma. The incision was opened and drained. The patient also developed a swollen pocket and erythema around the incision. The patient was placed on vancomycin and keflex. The implantable pulse generator (ipg) and right ventricular (rv) lead were subsequently removed. Cultures of the patient's blood and the device were negative for infection. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.